Manufacturer narrative:
The investigation into the stroke/cva has been completed. The device was not returned for investigation. As the clinical information was not provided, the true root cause of the stroke/cva could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 61-year-old male patient was implanted with an impella device for mechanical circulatory support. The complainant reported that on day four of impella support sedation holiday was performed. The patient was not moving the right upper extremity or tracking to the right side. A computed tomography¿(CT) scan of the head was performed and there was a small, stable wedge-shaped area of hypodensity near the frontoparietal junction, representing a small acute to subacute infarction. The cardiologist believes that it could possibly be related to either impella support or previous balloon pump support. Support continued with the implanted pump.